Manufacturer narrative:
As reported in a research article, a patient had a left ventricular pseudoaneurysm five weeks after valve implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "left thoracotomy approach for left ventricular pseudoaneurysm due to myocardial infarction after mitral valve replacement for papillary muscle rupture was reviewed." This research article is a case study on a (B)(6) year old man with no past medical history who was admitted to the hospital due to dyspnea. Echocardiography showed severe mitral valve regurgitation with a rupture of the posteromedial papillary muscle. A 31mm abbott mechanical valve implanted by a median sternotomy, preserving the mitral posterior leaflet and papillary muscles. Echocardiography performed 5 weeks after the surgery showed large left ventricular pseudoaneurysm originating from inferior to posterior cardiac wall. The patient was readmitted for left ventricular repair. The article concluded that mitral valve replacement after the infarcted posterior wall might be a probable risk factor for a subsequent left ventricular perforation. There is no allegation of malfunction of the abbott device. The primary author of the article is sho kusadokoro md, department of cardiovascular surgery, saitama medical center, jichi medical university, saitama, japan. The correspondence author is daijiro hori, md, phd, 1-847 amanumacho, omiya-ku, saitama 330-0834, japan with the corresponding email: dhori07@jichi.ac.jp.